Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental MDR will be filed upon completion of this activity. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the patient's cardiac arrest and subsequent death.

Event description:
A user facility reported that a patient coded while undergoing their hemodialysis (hd) treatment. The treatment was terminated, the patient was disconnected from the machine, and then transferred to the emergency room (ER). The patient expired at the hospital. The manufacturer's regional equipment specialist (res) performed an on-site evaluation of the unit. Functional testing was performed by the res which confirmed the unit was operating properly. All tests found the unit to be functioning within specification. The facility uses fresenius 2008t hemodialysis machines only for their hd treatments and no other products manufactured by fresenius. It is not currently known if the unit has been returned to service at the user facility. Furthermore, the complainant reported that the patient had previously coded during a prior hd treatment (reference medwatch ID 2937457-2016-00155).

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Functional testing was performed by the res which confirmed the unit was operating properly. All tests found the unit to be functioning within specification. The facility uses only fresenius 2008t hd machines for their hd treatments and no other products manufactured by fresenius. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the patient incident was not able to confirm a device issue which would have resulted in the adverse event. No malfunction of the 2008t hd machine was alleged, identified, or observed prior to, during, or following the patient¿s hd treatment. Additionally, no medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the patient's cardiac arrest and subsequent death.